Manufacturer narrative:
One medfusion pump was received with a badly broken bottom case by the corner and battery compartment. The event history log was reviewed and there was a motor not running error. An occlusion test was performed and the reported issue was unable to be duplicated. The main board was misaligned which was causing the motor not running intermittently. This issue is a result of the customer's impact to the device. The pump had been dropped by the customer. The main board was realigned and the whole motor assembly was cleaned and greased.

Event description:
Information was received indicating that a smiths medical medfusion pump had a syringe motor not running error. There was no reported adverse error.